Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, it was reported that the tissue pad fell off. And it took more than 10 minutes to find the broken piece. No patient impact reported.